Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-03042. It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to inappropriate mode switch. Additionally, it was noted that the implantable cardioverter defibrillator over-sensed electromagnetic interference on all channels. Programming changes were discussed but not made. The patient was in stable condition.

Event description:
New information received noted the physician elected to explant and replace the implantable cardioverter defibrillator (ICD). The patient condition was stable.

Manufacturer narrative:
The reported field event of sensing anomaly could not be confirmed in the lab. The device was at elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.